Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. The results of the analysis indicate that the speaker had no sound in the mt56060 tool. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio.